Event description:
Patient came to the or for a scheduled placement of a vagal nerve stimulator. Upon interrogating a new vns demipulse duo generator, it was discovered that the patient's existing vns electrode had failed as well as the vns generator.